Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke during vessel transection. Device was replaced and vessel harvesting was completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula handle and the c-ring. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. A microscopic inspection was conducted. The plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the return condition of the device as returned, we are able to confirm the reported complaint "break, cannula c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke during vessel transection. Device was replaced and vessel harvesting was completed. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring broke during vessel transection. Device was replaced and vessel harvesting was completed. The hospital did not report any patient effects.